Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl. The customer treated with the manual injections. Troubleshooting was done for high blood glucose, but customer declined to continue with troubleshooting for insulin pumps. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was advised to change entire set, reservoir and insulin pump and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.